Event description:
It was reported that the insulation/plastic around forceps was broken/torn. The event date was two weeks prior to the notify date (B)(4) 2012. There was no patient impact.

Manufacturer narrative:
No known impact or consequence to patient. (B)(4) (insulation damage). The device was returned for evaluation. The reported event was confirmed. The sheath (insulator) was damaged. The device was repaired and returned. Note: this MDR is being filed as a result of an internal review of complaints from medtronic¿s mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the (B)(4) complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. (B)(4) was opened to address these issues.